Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire was unable to be inserted into the left ventricular lead. The lead was not implanted and a new lead was placed. The patient was stable post procedure.